Event description:
Meter name: one touch ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nausea, vomiting, sleepy. A patient reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was unknown. The result on the the ER meter was 489mg/dl. The time difference between patient's meter and ER meter was unknown. Treatment was IV glucose. It is not clear if the reading on the meter was 489mg/dl or if this it the reading on the ER. No further information has been reported.